Event description:
It was reported that the patient had been admitted to the hospital. A magnetic resonance imaging (MRI) scan was to be performed to evaluate the malposition of the pump or to identify if the patient has an abscess. It was unknown what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).